Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer's blood glucose (BG) increased to 550 mg/dL. A manual insulin injection was administered to address BG level. Customer changed cartridge and infusion set to address the issue.